Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no similar reports in the lot.

Event description:
A consumer reported he had intraocular lens (iol) implant surgery nine months ago. Since his surgery, he has been bothered by bright lights and the outline of bright lights are not descernable. He also reported colors appear lighter, faded and washed out. He is not happy with the results of his surgery. Additional info has been requested.